Event description:
Related manufacturer reference number: 2017865-2021-17347. Related manufacturer reference number: 2017865-2021-17348. It was reported a patient presented in clinic with an infection on their implantable cardioverter defibrillator (ICD), right ventricular lead (rv), and atrial lead. The system was explanted on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction d9: should be apr 26, 2021 instead of apr 29, 2021.

Event description:
Related manufacturer reference number: 2017865-2021-17574. New information received notes another right ventricular lead was explanted in a prior procedure on (B)(6)2021 for cardiac perforation and falls within the reporting guidelines for infection.